Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:the black box recorded a no cartridge detected alarm; unable to prime pump twice and attempts to prime followed by loss of prime with both non-zero and zero force events. There were no prime issues or loss of prime events during the investigation. Product analysis was unable to reproduce the initial complaint. The force sensor calibration reading was within specifications. The pump was opened for further investigation. The force sensor flex was inspected with no defects found. The battery and cartridge caps were not returned with the pump; test caps were used to complete the investigation. The battery compartment was observed to be cracked half way from the threads to the case seal. The pump was opened and no moisture or corrosion were observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.